Event description:
It was reported by the patient that she underwent a left ankle tendon transfer with tibia graft in (B)(6) 2010 and suture was used internally. A bone graft and a fiberwire were also used during the procedure. Since the procedure the patient has experienced swelling and the inability to walk or stand. She stated that she was told by her physician that she is allergic to the suture. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03908. The same patient is represented in each medwatch.